Event description:
It was reported that occlusion alarms occurred. As a result, customer's blood glucose (bg) level increased to 580 mg/dl and customer went to the emergency room (ER). Customer was treated with intravenous fluids of saline and insulin and released from the ER 7 hours later with the issue resolved and no permanent damage. Reportedly, the customer was using glargine- ygfn insulin with the pump. Tandem customer technical support informed customer that glargine-ygfn insulin is off-label per the user guide. Customer changed cartridge and infusion set to address the issue. Customer ultimately reverted to an alternate source of insulin therapy.